Event description:
It was reported that a large volume infusor underinfused. According to the report, the total infusion was to be 230ml of an unknown drug. However, after 48 hours, there was still approximately half of the solution left. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14g064 was manufactured between july 26, 2014 ¿ july 28, 2014. One actual unit was received with 129 ml of fluid in its bladder. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.